Manufacturer narrative:
Additional information was received that the patient had undergone long term antibiotic therapy.

Event description:
A report was received that the dbs patient experienced wound dehiscence including recurrent skin erosion at the left connector, left cranial lead and lead extension. The patient was administered antibiotics and underwent a system explant procedure. The physician assessed the event was possibly related to the device hardware and not to the procedure.

Event description:
A report was received that the dbs patient experienced wound dehiscence including recurrent skin erosion at the left connector, left cranial lead and lead extension. The patient was administered antibiotics and underwent a system explant procedure. The physician assessed the event was possibly related to the device hardware and not to the procedure.

Manufacturer narrative:
Aware date is 05-apr-2019.

Manufacturer narrative:
The devices were not returned to bsn as they were destroyed by the medical facility. Additional suspect medical device components involved in the event: model #: n/I, serial #: n/I, description: (lead extension). Model #: n/I, serial #: n/I, description: (ipg).

Event description:
A report was received that the dbs patient experienced wound dehiscence including recurrent skin erosion at the left connector, left cranial lead and lead extension. The patient was administered antibiotics and underwent a system explant procedure. The physician assessed the event was possibly related to the device hardware and not to the procedure.

Manufacturer narrative:
Update to initial MDR aware date is 05-apr-2019.

Event description:
A report was received that the dbs patient experienced wound dehiscence including recurrent skin erosion at the left connector, left cranial lead and lead extension. The patient was administered antibiotics and underwent a system explant procedure. The physician assessed the event was possibly related to the device hardware and not to the procedure.